Event description:
"Sigmoidectomia" procedure (open procedure) - anastomosis was performed with the car 27 device. "After firing, the distal stump detached from the ring. Inspecting of the "donuts", the absence of the distal donut was observed. Pushing the device and exposing the trocar, probably too much strength was applied, this caused the opening of the staple line as a "zip". The new anastomosis was performed with a circular stapler."